Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain every single day, essure hurt her body /intense and persistent pelvic pain/sharp/stabbing pelvic pain /pain and suffering"), genital haemorrhage ("clotting / heavy bleeding"),dermal cyst ("irregular cyst on left breast / cyst on breast") and loss of consciousness ("blackout spells") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, gravida ii, parity 3, recurrent abortion, premature baby and intestinal malrotation. Patient did not claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dermal cyst (seriousness criterion medically significant), fatigue ("fatigue"), dysgeusia ("metal taste in tongue"), arthralgia ("joint pain"), headache ("massive headaches"), dizziness ("dizziness"), the first episode of hypoaesthesia ("numbness") and panic attack ("panic attack"). On an unknown date, the patient experienced feeling abnormal ("feel bad"), discomfort ("discomfort"), depression ("depressed her / depression"), ovarian cyst ("cyst on my ovary"), neuropathy peripheral ("neuropathy"), paraesthesia ("tingling /less tingling sensation"), chest pain ("chest pain"), urticaria ("hives on back , hives on pelvic, hives on chest/ hives / I broke in hives while pre-removal of essure while tested with nickel jewellery,hives on chest,hives on arms,hives on legs"), the second episode of hypoaesthesia ("less numbness"), muscle spasms ("less muscle spasms"), hypomenorrhoea ("shorter menstrual periods"), dry skin ("dry skin"), pruritus ("itching skin"), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), anxiety ("mental anguish"), adverse event(¿she was having so many problems with essure¿), fungal infection(¿yeast infections after essure¿), procedural pain(¿minor pain after placement¿), discomfort(¿discomfort after placement¿), vaginal discharge(¿discharge¿), procedural haemorrhage(¿minimal bleeding on date of placement¿), palpitations(¿heart palpitations¿), pyrexia(¿unexplained fever¿), confusional state(¿confusion¿), vision blurred(¿blurry vision¿), alopecia(¿hair loss¿), dyspareunia(¿painful intercourse¿), hot flush(¿hot flashes¿), peripheral swelling(¿swelling in legs¿)and pollakiuria(¿frequent urination¿). The patient was treated with solpadeine (tylenol 1) and surgery (removal of essure /robotic bilateral salpingectomy removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression, dysgeusia, genital haemorrhage, arthralgia, headache, dizziness, paraesthesia, chest pain, urticaria, the last episode of hypoaesthesia, muscle spasms, hypomenorrhoea, dry skin, pruritus, loss of consciousness, ovulation pain , anxiety , vaginal discharge, fungal infection, palpitations, pyrexia, confusional state, vision blurred, alopecia, dyspareunia, hot flush, peripheral swelling, pollakiuria had resolved and the feeling abnormal, fatigue, discomfort, dermal cyst, ovarian cyst, neuropathy peripheral, adverse event, procedural pain, discomfort and panic attack outcome was unknown. The reporter considered anxiety, arthralgia, chest pain, depression, dermal cyst, discomfort, dizziness, dry skin, dysgeusia, fatigue, feeling abnormal, genital haemorrhage, headache, hypomenorrhoea, loss of consciousness, muscle spasms, neuropathy peripheral, ovarian cyst, ovulation pain, panic attack, paraesthesia, pelvic pain, pruritus, urticaria, the first episode of hypoaesthesia and the second episode of hypoaesthesia, adverse event, fungal infection, procedural pain, discomfort, vaginal discharge, procedural haemorrhage, palpitations, pyrexia, confusional state, vision blurred, alopecia, dyspareunia, hot flush, peripheral swelling, pollakiuria to be related to essure. The reporter commented: patient did not sought medical attention for hives, depression, panic attack, and chest pain. Patient received pain medication for hysterectomy and medications for yeast infections after essure. For event pelvic pain, back pain, joints pain, chest pain patient received treatment as removal of essure. Approximate weight at the time of essure placement is (B)(6) lbs. Plaintiff denied essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: irregular cyst on left breast / cyst on breast, cyst on my ovary, neuropathy hives on back , hives on pelvic, hives on chest/ hives / I broke in hives while pre-removal of essure while tested with nickel jewellery,hives on chest,hives on arms,hives on legs, metal taste in tongue, clotting, joint pain, massive headaches, numbness, dizziness, tingling, chest pain, panic attack, less numbness, less muscle spasms, shorter menstrual periods, dry skin, itching skin, blackout spells, painful ovulation, mental anguish, she was having so many problems with essure, yeast infections after essure, minor pain after placement, discomfort after placement, discharge, minimal bleeding on date of placement, heart palpitations, unexplained fever, confusion, blurry vision, hair loss, painful intercourse, hot flashes, swelling in legs, frequent urination, historical condition, treatment drug added from pfs. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.